Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated their gums bleed alot, tooth is chipped and bottom teeth have turned in due to the aligners. Contraindicated.